Manufacturer narrative:
This lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting noise and oversensing during isometrics. The lead was found to have dislodged. Therefore, a revision procedure was performed. The lead was successfully repositioned and remains actively implanted. No adverse patient effects were reported.